Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having several instances where metal particles remained left inside the eye after phacoemulsification surgery. There was not patient harm reported. Additional information has been requested.

Manufacturer narrative:
The customer reported having several instances where metal particles remained inside the eye after phacoemulsification surgery. There was no patient harm reported. Additional information was requested with none received to date. The customer asked if the retained metal particles could potentially cause harm if a patient required an MRI. A literature article noted if a metal particle is suspected in the eye an x-ray should be taken before the MRI. A shifting of the metal particle could occur during the MRI and could damage vital structures (blood vessels or nerves). No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. No phaco tip was returned for metal particles that were retained in the eye. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because the sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The most likely cause of metal particles generated from the phaco tip is from the tip being hit by another instrument during the phaco segment. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Titanium is a non-reactive foreign body which has been proven to be inert. The console operator¿s manual includes warnings: the torsional and high performance u/s handpieces are surgical instruments and must be handled with care. The handpiece tip should not touch any solid object while in operation. Immediately following surgery the handpiece must be thoroughly cleaned. Be sure the cord plug is completely dry before connecting it to console. For cleaning and sterilization procedures, see the directions for use (dfu) supplied with the handpiece. During any ultrasonic procedure, metal particles may result from inadvertent touching of the ultrasonic tip with a second instrument. Another potential source of metal particles resulting from any ultrasonic handpiece may be the result of ultrasonic energy causing micro abrasion of the ultrasonic tip. The surgeon did not note use of a second instrument during phaco. No samples were received for evaluation. There is no evidence that the design or manufacturing of the phaco handpieces or phaco tip contributed to the reported event. The root cause cannot be determined conclusively. (B)(4).